Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had a lot of problems with the lens. Last tried fix was posterior capsulotomy did not fix. Additional information received and stated that, the problem with the lens, it is not clear, it does not function as promised. The patient could not see clearly, still require reading glasses for reading.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot reported. The manufacturer internal reference number is: (B)(4).